Event description:
It was reported during a device preparation; excessive battery discharge on a device was noted. Prior to implant, upon interrogation, the device showed 92% remaining capacity. The device was not implanted. The physician elected to exchange the device. There was no harm for the patient and was stable prior, during and after the procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.